Event description:
The reporter stated there was a possible tear with a cc4204a collamer aspheric single piece lens. The reporter stated it was unk if the tear was present prior to opening the lens vial or after the lens was taken out of the vial. There was no pt contact. The facility was unable to provide any additional info. If additional info is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4): evaluation results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and the work order search, a specific root cause of the event could not be determined. (B) (4)